Event description:
A siemens field service engineer (fse) was using a syringe to clear a clogged reagent line on an advia 2120i hematology system. The fse was not wearing safety glasses and hgb (hemoglobin) reagent splashed into his eye. The fse rinsed his eye with cold water several times. The fse also went to the emergency room for evaluation, where further eye rinsing and the application of eye drops and ointment took place. There was no known report of any other medical treatment.

Manufacturer narrative:
The siemens field service engineer (fse) did not follow existing siemens procedures and safety precautions when handling the hazardous liquid ( hgb) reagent and the proper ppe was not used. The instrument is performing within specifications. No further evaluation of the device is required.